Manufacturer narrative:
The device was received with the linkage assembly in the fully retracted position and the formed needle fully retracted. No exposed needle was observed. Inspection of the needle mechanism found no issues that would contribute to the reported needle mechanism failure. The needle mechanism was reset and fired properly during the investigation. The cause of the reported needle failing to retract could not be determined.lot number: l71168. UDI updated to (B)(4). Manufacture date and expiration date added to 3/2/2021 and 9/2/2022.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. The pod was worn for 4 to 24 hours before the issue was realized. The patient's blood glucose levels reached 262 mg/dl.